Event description:
It was reported while using bd facsaria¿ acdu w/hood biohazard leakage occurred outside of instrument. The following information was provided by the initial reporter: while loading the sample, it flows back from the flow cell and leaks. 1. Was the leak fluid or air? Fluid. 2. Was the leak contained within the instrument? No. 3. Was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Biohazard. 5. Did biohazard leak before or after waste line? Before waste line. 7. Was the customer/bd personnel physically in contact with the fluid? No.

Manufacturer narrative:
After further review MFR is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd facsaria¿ acdu w/hood biohazard leakage occurred outside of instrument. The following information was provided by the initial reporter: while loading the sample, it flows back from the flow cell and leaks. Was the leak fluid or air? Fluid. Was the leak contained within the instrument? No. Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? Before waste line. Was the customer/bd personnel physically in contact with the fluid? No.